Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received and hence physical investigation was not possible. The user report and the provided video contain information regarding catheter leak. After review of the provided video mechanical jam was investigated. A clear root cause could not be identified but a blockage of the catheter represents a known inherent risk. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (patient, device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure in right lower extremity atherectomy using the rotarex. During procedure, the catheter was allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Event description:
On (B)(6) 2025, a patient underwent a thrombectomy and atherectomy procedure in right lower extremity atherectomy using the rotarex. During procedure, the catheter was allegedly leaked. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, videos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.